Event description:
It was reported that the bur subject to this MDR broke during an l5 spinal fusion procedure. It was reported that the head of the bur became stuck in the surgical site and had to be suctioned out. The surgeon does not have any concerns that broken pieces remain behind in the surgical site. There was no patient injury reported.

Manufacturer narrative:
Product has not yet been returned for evaluation.